Event description:
It was reported that during an excelsius gps surgery the robot would not start. It turned on, but the screen was black. This happened twice. The third time it started without any problems. It undocked itself during the operation. We docked it manually and continued the operation. Everything went well. However, after the intraoperative CT scan, 3 out of 8 screws were incorrectly inserted. We closed the case in the robot and started a new one as if it were a new operation. We did a 3d scan again, planned the screws and inserted them. Everything went well and after the control scan the screws were already inserted correctly. The patient did not suffer any harm.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that implants were misplaced at t11 and t12-l. The planned implants at these levels were placed in a high skive area, causing them to deviate from the trajectories. Due to only these three implants being misplaced, the root cause is most likely high skive areas. Ultimately, the user opted to replace the implants under a new registration and the case was completed with no adverse effects to the patient reported. This evaluation has been completed with associated case logs and there are no associated work order or part returns. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.